Event description:
It was reported that the user experienced hyperglycemia to approximately 400 mg/dl while using the ilet with an inset infusion set and subsequently performed a supply change, including a new inset, cartridge, and connector, after difficulty turning the connector. Symptoms included elevated blood glucose. Outcomes included restoration of glucose to the target range after the supply change. Investigation included troubleshooting with customer support and user education. Investigation of this case revealed that the exact cause of the hyperglycemia was unclear. It was concluded that the event was user-recoverable without medical intervention, with no device performance issue confirmed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.